Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial lead had been programmed off due to non-capture and low impedance. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.